Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty latch lock flex strip was found. The latch lock flex strip was replaced to fix the issue.

Event description:
It was reported that the device latch lock does not recognize the cassette is loaded. The device would lock, and the cassette wouldn't come off and wouldn't allow therapy to begin. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.